Manufacturer narrative:
(B)(4). Investigation summary: the device was discarded and not returned for evaluation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Event description:
It was reported after the physician finished taking samples and deployed the marker, they were unable to see the marker on the post stereo images. The physician reinserted the probe back into the breast and deployed another marker at the 12 o'clock position. After removing the second marker from the probe, the physician noticed that the tip had sheared off. The user deployed a third marker into the breast and on the post mammogram images she noticed 3 clips were in the biopsy cavity with 2 of the clips being located approximately at a 60 degree angle. The tip of the device was not retrieved. No patient consequence noted at this time.